Event description:
Synthes (B)(6) repair reported a complaint on a 310.99 (countersink for 4.5mm cortex screws) the cutting tip was reported as broken. No further information was provided. No patient or procedure information was provided. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Manufacturer narrative:
(B)(4): the device was received by the manufacturer on 04-14-2014. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Product development evaluation found that the received countersink with the pilot on the cutting tip was broken off. The instrument showed chips in the cutting teeth possibly from contact with an implant or instrument during use. The instrument is used to countersink the head of the screw so that it does not interfere with plate fixation. This instrument does not have the lot number etched on it. Product drawings were reviewed during this evaluation. No discrepancies were identified during the drawing review. The device design was reviewed and is adequate for the intended use and did not contribute to the complaint condition. (B)(4)